Event description:
It was reported that the zimmer skin graft mesher had damaged gears and was not meshing properly. The facility reporting the event is a cadaver tissue bank. As such, there was no report of pt injury.

Manufacturer narrative:
The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 8/23/2010 and was last repaired on 2/04/2013 for a non-related issue. Customer is a cadaver tissue bank which experiences heavy usage of devices. Eval of the device observed the roller gear to be damaged. It was also observed that the left side plate and comb were damaged. Prior to repair the device could not be checked for calibration due to the damage to the comb. Two cutters were also returned for eval. Eval of the cutters determined that the 1.5:1 cutter produced an unacceptable test mean and the 2:1 cutter produced an acceptable test mesh. The cause is likely the user not maintaining the device per proper handling. The device was serviced and returned to the customer.